Event description:
Reporter alleged obtaining a discrepant blood glucose result with a 120 mg/dl difference with the hospital's system when testing was performed back to back and less than 10 minutes apart. No specific results were provided. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.